Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a mitraclip procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 22f and the mitraclip procedure was completed. Reportedly all steps were performed correctly; however, hemostasis could not be fully achieved. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, a definitive cause for the reported issue could not be determined. In this case, it is possible, a partial capture occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.